Manufacturer narrative:
It was reported that mesh was implanted to treat stress urinary incontinence. It was also reported that following insertion the patient experienced infection, urinary problems, recurrence and dyspareunia. It was further reported that patient experienced recurrence of prolapse and underwent episiotomy to open up vaginal canal on (B)(6) 2012. No additional information was provided. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and a mesh was implanted. It was reported that patient underwent laparoscopic nissen fundoplication with hiatal hernia repair on (B)(6) 2009 due to hiatal hernia; gerd; history of barrett¿s esophagus. No additional information was provided.